Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he had trouble with the infusion sets and that the blood glucose ran high. The blood glucose reading was 400 mg/dl at the time of the first infusion set he used, and the infusion set cannula was bent. The customer treated with a manual injection. He also reported that he had some infusion sets fall off due to sweat. The customer was advised on insertion techniques to avoid bent cannulas. The insulin pump was not replaced or returned.